Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, vomiting and cloudy peritoneal effluent. The patient was hospitalized for the event. The cause and treatment were not reported. At the time of this report, the patient remained hospitalized and has not recovered from the event. It was reported that treatment with physioneal was discontinued however, extraneal therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.